Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: georgiadis, g. S., chatzigakis, p. K., kouvelos, g., argyriou, c., kopadis, g. C., georgakarakos, e. I., & matsagkas, m. (2020). Multicenter mid-term results after endovascular aortic aneurysm repair with the incraft® device. Annals of vascular surgery. Doi:10.1016/j.avsg.2020.09.018 specific product details are not available. The exact event date is unknown. The publication is attached. Complaint conclusion: as reported in the literature article by, georgiadis, g. S., chatzigakis, p. K., kouvelos, g., argyriou, c., kopadis, g. C., georgakarakos, e. I., & matsagkas, m. (2020). Multicenter mid-term results after endovascular aortic aneurysm repair with the incraft® device. Annals of vascular surgery, s0890-5096(20)30864-5. Advance online publication. Https://doi.org/10.1016/j.avsg.2020.09.018 https://doi.org/10.1016/j.avsg.2020.09.018, two patients experienced sac enlargement >5 mm in diameter compared with the 1-month CT scan and had type ii endoleaks, which required embolization procedures, after being treated with the incraft -aaa delivery systems . 77 patients with infrarenal abdominal aortic aneurysms (aaa) =50mm in diameter treated with the incraft device in three vascular centers were enrolled from november 2015 to july 2018. Follow-up was completed in august 2020. Selection of evar using the incraft device was individualized according to aorto-iliac morphologic features, comorbidities, history of previous abdominal surgery and preference of the patient. The devices will not be returned for evaluation as they were implanted to the patients. The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿abdominal aortic aneurysm enlargement¿ and ¿stent-graft endoleak type ii¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by, georgiadis, g. S., chatzigakis, p. K., kouvelos, g., argyriou, c., kopadis, g. C., georgakarakos, e. I., & matsagkas, m. (2020). Multicenter mid-term results after endovascular aortic aneurysm repair with the incraft® device. Annals of vascular surgery, s0890-5096(20)30864-5. Advance online publication. Https://doi.org/10.1016/j.avsg.2020.09.018 https://doi.org/10.1016/j.avsg.2020.09.018, two patients experienced sac enlargement >5 mm in diameter compared with the 1-month CT scan and had type ii endoleaks, which required embolization procedures, after being treated with the incraft -aaa delivery systems . 77 patients with infrarenal abdominal aortic aneurysms (aaa) =50mm in diameter treated with the incraft device in three vascular centers were enrolled from november 2015 to july 2018. Follow-up was completed in august 2020. Selection of evar using the incraft device was individualized according to aorto-iliac morphologic features, comorbidities, history of previous abdominal surgery and preference of the patient. The devices will not be returned for evaluation as they were implanted to the patients.